Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 2.5 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on (B)(6) 2016. Lot 125494: (B)(6) items manufactured and released on (B)(6)2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem size 4 std, code 01.18.134, lot. 130600 (k093944) the (B)(6) items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold and this is the second similar event reported on this lot (MDR 2014-00153). Cocr ball head 12/14 ø 28 size s -3.5, code 01.25.011, lot. 130909 (k072857) the (B)(6) items manufactured and released on (B)(6)2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold and this is the second similar event reported on this lot (MDR 2015-00039). Versafitcup double mobility hc liner ø 54/28, code 01.26.2854mhc, lot. 125360 (k092265) the (B)(6) items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2017. No anomalies found related to the problem. To date, all items of the same lot have been already sold and this is the second similar event reported on this lot (MDR 2013-00081). Not available.

Event description:
The patient came in due to signs of infection. The surgeon revised all medacta products. The surgery was completed successfully. X-rays are available. Explants are not available.